Manufacturer narrative:
The reported events of externalized conductors, noise resulting in oversensing, an aborted defibrillation shock and inappropriate antitachycardia pacing therapy were not confirmed. As received, a partial lead was returned in one piece. Electrical tests and an x-ray examination revealed no indication of conductor fractures or internal shorts. A visual inspection of the lead revealed no anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow-up, noise resulting in oversensing, an aborted defibrillation shock and inappropriate antitachycardia pacing therapy was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and the physician alleged lead insulation externalization to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.